Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the pacemaker had no radio frequency (rf) telemetry. No intervention was performed. The patient experienced no adverse consequences.